Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. The leak was discovered prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint rt340 breathing circuit is currently being assessed. We will provide a follow-up report with the results of our investigation.